Event description:
It was reported that the customer received a message to check her blood glucose from her insulin pump. The customer was not receiving any insulin due to her high blood glucose. The customer was unable to clear the message. The customer's blood glucose was 248 mg/dl. The customer stated there was a keypad issue in that the buttons would not clear the message. The customer stated that the insulin pump had been inside her bra and may have become sweaty. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot.